Event description:
It was reported that during placement, a pinhole occurred in the area between the suture wing attached near the catheter entry site and the stat lock attached to the connector. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported that during placement, a pinhole occurred in the area between the suture wing attached near the catheter entry site and the stat lock attached to the connector. There was no reported patient injury. Additional information received on 12/18/2023 from salesrep via sfdc. "About a week after inserting the groshon catheter into a patient, I have been experiencing pinholes just before the catheter enters the patient's body just beyond the sucher wing (at the catheter's entry point), causing infusion fluid to leak. I was actually using it and trying to figure out where the highest pressure is applied to this soft catheter when pulsing flush, the part that is inside the body. It is in the tissue or in the blood vessel and is under pressure from the outside. I would think that the part outside the body that is encased in the sucher wing would also be subject to opposing pressure from inside the catheter. However, just at the puncture site, there is no external force (nothing is around the catheter), so it would be most vulnerable to pressure from inside the catheter. I assume that when the catheter is being occluded, or when the catheter is occluded or bent, pulsing flush with pressure will cause a pinhole at the weakest point of the catheter (i.e., the entry point). I am wondering if you have any information about this, such as the amount of pressure that can cause pinholes or damage to the catheter."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.